Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The defective part was located to the expiratory valve coil and the reported issue was resolved by replacing it. After the replacement, the ventilator passed the functional tests. The evaluation of the provided device logs confirms the reported failure. Our conclusion is that the replaced expiratory valve coil was the cause of the failure. However, the root cause of why the part failed has not been established as it was scrapped and not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).